Manufacturer narrative:
(B)(4). To correct this issue, a CAPA has been opened to address the condition, the production process for this product code has been updated, and awareness training was provided to appropriate personnel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on a clearlink pump/gravity continu flo administration set during infusion of monoclomide/herseptin. A slit was noticed close to the patient's cannula site and the nurse described the leak down the tubing line close to where cannula was attached to the patient. There is no report of patient/user injury or that medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was visually inspected and a cut, 1-2 mm, was identified. The cause of the cut is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.